Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the endovascular stent allegedly broke. There was no reported patient injury.

Event description:
It was reported that the endovascular stent allegedly broke. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 2020394. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample and no images were returned. Therefore, the reported failure could not be reproduced and the investigation will be closed with inconclusive result. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. The reported type of event may be related to a difficult patient anatomy or a challenging placement site, which may lead to friction increase and subsequent sheath damage. Insufficient preparing could be another contributing factor for the reported event. In this case no detailed event information was provided. A manufacturing related cause was also considered. However, no sample and no images were returned for evaluation. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available, a definite root cause for the alleged event could not be determined. Labeling review:in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "carefully remove the endovascular system from its packaging and inspect packaging and system for any damage or defects. Do not use if the sterile barrier is compromised." Regarding preparation of the device the IFU states that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment."

Event description:
It was reported that the endovascular stent allegedly broke. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 2020394. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample and no images were returned. Therefore, the reported failure could not be reproduced and the investigation will be closed with inconclusive result. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. The reported type of event may be related to a difficult patient anatomy or a challenging placement site, which may lead to friction increase and subsequent sheath damage. Insufficient preparing could be another contributing factor for the reported event. In this case no detailed event information was provided. A manufacturing related cause was also considered. However, no sample and no images were returned for evaluation. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available, a definite root cause for the alleged event could not be determined. Labeling review:in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "carefully remove the endovascular system from its packaging and inspect packaging and system for any damage or defects. Do not use if the sterile barrier is compromised." Regarding preparation of the device the IFU states that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment."

Event description:
It was reported that the endovascular stent allegedly broke. There was no reported patient injury.

Manufacturer narrative:
This supplemental MDR is being submitted to updated the manufacturer field as it was reported incorrectly, identified during a quality audit review of closed files. The manufacturing review, investigation summary, and the labeling review remain unchanged. After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 2020394. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample and no images were returned. Therefore, the reported failure could not be reproduced and the investigation will be closed with inconclusive result. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. The reported type of event may be related to a difficult patient anatomy or a challenging placement site, which may lead to friction increase and subsequent sheath damage. Insufficient preparing could be another contributing factor for the reported event. In this case no detailed event information was provided. A manufacturing related cause was also considered. However, no sample and no images were returned for evaluation. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available, a definite root cause for the alleged event could not be determined. Labeling review:in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "carefully remove the endovascular system from its packaging and inspect packaging and system for any damage or defects. Do not use if the sterile barrier is compromised." Regarding preparation of the device the IFU states that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment."